Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided, catalog #: igtcfs-65-1-fem-celect-pt, expiration date: unknown as lot# is unknown. Summary of investigation findings: evaluation is based on imaging review and the description of event. The investigation of the imaging confirmed that the ivc was occluded with thrombus and stenosed. However, it is impossible to determine whether stenosis led to thrombosis or embolism capture and clot maturation led to stenosis. Furthermore, the filter has tilted and has perforated ivc. Filter tilt and filter perforation is known risks in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. In this case it happened during the implant period. Lot is unknown, but no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. (B)(4).

Event description:
Description of event according to complainant: patient was scheduled for filter retrieval. Couldn't access internal jugular due to thrombosis, but was able to access external jugular vein. Clot seemed hard and with collaterals. Didn't retrieve filter because would have to stent cava. Patient outcome: the device remains in the patient. Minimal swelling in leg.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt. Investigation is still in progress. (B)(4).

Event description:
Description of event according to complainant: patient was scheduled for filter retrieval. Couldn't access internal jugular due to thrombosis, but was able to access external jugular vein. Clot seemed hard and with collaterals. Didn't retrieve filter because would have to stent cava. Patient outcome: the device remains in the patient. Minimal swelling in leg.